Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was difficult to deploy. One of the clip arms snapped off and got detached during deployment. Additionally, the control wire was broken. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.